Event description:
A customer contacted baxter technical services(bts) regarding assistance with connecting the heater bag loosely and the line becoming disconnected from the solution bag on the homechoice machine(hc). The caregiver(cg) stated the home patient(hp)'s catheter is closed off and the lines are clamped. The technical service representative(tsr) assisted the cg to end therapy on the hc. Baxter product surveillance spoke to the hp on (B)(6) 2011. The hp stated that after starting over with new supplies no further issues were found. The hp stated this was an isolated event. The hp stated she did not develop any adverse reactions or need any medical intervention. There was patient involvement; however, there was no injury or medical intervention reported.

Manufacturer narrative:
(B)(4).there was no allegation reported against the baxter product by the customer. Therefore the device was not requested for evaluation and a batch review will not be conducted. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Manufacturer narrative:
(B)(4). This report for a connection issue was confirmed. Based on the information gathered during baxter's investigation, the root cause of the report was use error, an incomplete connection. The label review found the labeling adequate for the use error in this complaint.